Manufacturer narrative:
Additional device product codes: kwp, mnh, mni. Complainant part is not expected to be returned for manufacturer review / investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that the occipito synapse system was used for a surgical procedure for cervical occipito fixation on (B)(6) 2019. There were no inconveniences for cervical fixation. However, at the time of performing occipucio fixation, through proper and reviewed technique by the medical team, it was not possible to carry out the fixation. The screws were not fixed, probably due to lack of edge of the male used. It was necessary to perform 11 perforations in the patient's skull, without achieving success with the technique described. An adequate perforation is not achieved, making the placement of the occipital screws impossible. Surgeon also tried with the male in cardan but the procedure was also not successful, because the doctor does not accommodate the angle of the instruments. Finally, the surgeon used screws of less diameter, achieved adequate drilling to finalize the fixation. The surgery lasted approximately 10 hours. This procedure does not last more than 5 hours. Patient outcome was reported as stable. Concomitant device reported: unknown occipital plate (part # unknown, lot # unknown, quantity unknown) unknown rod (part # 04.161.030 , lot # unknown, quantity 2). This report is for one (1) 4.5 mm ti occipital screw 4 mm. This is report 10 of 10 for complaint (B)(4).